Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation but was returned to a service repair in (B)(4). The evaluation of the device by the service department confirmed that the reported event was reproduced and the scope connector was partially rusty. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is possible that the reported event occurred because the scope connector became defective due to corrosion.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the communication error was occurred. There was no patient injury reported.